Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l4-l5 fusion using rhbmp-2/acs with a peek cage, bone marrow aspirate graft, and instrume ntation. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
(B)(4). (Disc herniation, persisting back pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: internal disk disruption l4-5. Spinal stenosis l4-5. Back pain and lower extremity radiculopathy. Procedure: posterior lumbar inner body fusion with posterior lumbar decompression/ laminectomy at the l4-5 segment. Posterolateral arthrodesis (fusion) at the l4-5 segment. Bilateral posterior segmental transpedicular titanium instrumentation at the l4-5 segment. Use of peek cage as a biomechanical device for the intervertebral defect at the l4-5 segment. Bone marrow aspirate left posterior ilium through a separate approach with transplantation of the posterior lumbar spine. As per-op notes ¿..this was packed with bone morphogenic protein soaked in collagenous sponge. This was gently tamped into position..¿ on (B)(6) 2010: patient presented with ongoing and worsening mid back pain. Patient underwent MRI of the thoracic spine demonstrated t5 to t10 disc bulges. No high grade stenosis was identified. On (B)(6) 2011: patient underwent four views of x-ray. Impression: no acute findings. Chronic changes noted at l5-s1 level with intervertebral disk space narrowing. Stable appearance of posterior fusion hardware at l4-l5 level. On (B)(6) 2012: patient underwent MRI of lumbar spine without and with contrast. Impression: degenerative spondylosis involving the lumbar spine, with postoperative changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.